Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinson's dual. It was reported that the patient's device had an informational power-on-reset (por) message and their therapy had stopped. Technical services reviewed how to clear the por however the caller was unable to troubleshoot due to lack of access to the product. The por had not yet been cleared at the time of the call. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the por message was cleared on the same day it was initially reported. The representative walked the patient¿s family through these steps to clear the por over the phone and they were able to turn the therapy back on. The cause of the por remains unknown. It was noted that this was not confirmed with the physician as the patient was at home and the physician was out of town. There were no further complications reported or anticipated.